Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) opened the back panel and found that drawer 4 had no lights from the printed circuit board. Upon inspection, the fse checked the cables and found solenoid frayed. During boot-up, it was observed that the half-height module controller board had no power. The printed circuit board was replaced, and the drawer was reconfigured. All functions were tested and confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed to recover. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.